Event description:
At the start of bypass surgery, the blood/gas oxygenator appeared to exhibit insufficient gas transfer as the patient's blood gases were noted to be acidotic (ph at 7.066). The device was changed out and the procedure was completed without further complications. As a result of the device change-out, approximately 285 cc of patient blood was lost.